Event description:
It was reported to philips that the device needed a replacement battery. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Additional information received stated that the customer was only making a part order and there was no reported malfunction.